Event description:
The facility indicated that the head section was drifting into the trendelenburg position.

Manufacturer narrative:
The facilities engineer found the trend bracket was bent and caused the drift. The trend bracket was replaced to repair the bed.